Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid into the reagents on board, resulting in contamination during qc testing. The customer indicated that testing was aborted and the contaminated reagents were discarded. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and found the wash station cracked and contained a clot. Replacement of the probe and wash station has returned the instrument to expected operation. This customer has not logged any complaints against the analyzer since this incident. (B) (4).